Event description:
It was reported that the large volume pump (lvp) modules had dim segments on the led display. There were no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 36 out of 80 returned boards. Physical inspection of the device noted a broken j1 clip on the display board. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 36 out of 80 returned lvp display board assemblies with dim segments. Pcb (B)(6) was not tested due to channel error 210.5020 displaying once the cad pcu was powered on. Channel error 210.5020 indicates a keypad processor error. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the (B)(6) service history record showed the device had a manufacture date of 28aug2007. A review of the device service history record was performed beginning from the date of manufacture to the present date 20oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.only a display board was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) modules had dim segments on the led display. There were no patient involvement.